Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A new pump and reservoir were implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. Device was originally implanted in 1998. It stopped functioning and the physician decided to exchange the balloon and pump for a new one.